Manufacturer narrative:
This report is being filed on an international product, architect syphilis tp, list 8d06-39, that has a similar product distributed in the us, architect syphilis tp, list number 8d06-31 and 8d06-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative architect syphilis result. The donor sample generated a negative (0.58 s/co) on the architect assay and duplicate retest on two different architects also generated negative results (0.55 and 0.58 s/co). The sample generated positive results for rpr, serodia tp-pa, and elisa methods. The customer obtained further information indicating the donor subsequently had a clinical confirmed diagnosis of syphilis. No specific donor information was provided. No adverse impact to donor management was reported.

Manufacturer narrative:
Ticket searches determined that there is normal complaint activity for likely cause lot 87378li00. Tracking and trending report review for the architect syphilis tp assay determined that there are no related adverse or non-statistical trends. A retained reagent kit of lot number 87378li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot was negatively impacted. No false non-reactive results were obtained. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect syphilis tp assay was identified.